Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown, product type: unknown. Device used for off label indication. The indication the device was used for was the treatment of cluster headaches via occipital nerve stimulation.

Event description:
Information was received via a manufacturer representative from a healthcare professional of a physician initiated study for intractable cluster headache by occipital neurostimulation. It was reported there was a wound problem and, therefore, antibiotics. Afterwards, there was a revision. It was also reported there was migration of an anchor and, therefore, repositioning.